Manufacturer narrative:
G4:09feb2021 b4:23feb2021 d4: UDI#: (B)(4). H11:g5:k102985 h10: the manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the blower assembly to resolve the reported issue. Unit passed required performance verification tests per philips standards. Failure analysis on the returned blower motor assembly shows that the blower motor assembly was tested, and no failures were identified. The customer complaint cannot be verified. The blower passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02sep2020.

Event description:
The customer contacted technical support (ts) stating that the unit had an error message of blower temperature high. The customer reported there was no patient involvement.